Event description:
Adverse event(s): "cornea is swollen" (corneal edema). Product problem(s): "footswitch was not responding" (device operates differently than expected). A facility reported, the footswitch was not responding. The case was completed by manual techniques. The case took 115 minutes to complete. Additional info was requested. The pt impact is unk. Additional info was received. It was reported that the system was tested before all surgeries began and no problems were noted. A surgery was started and then no reaction from the footswitch was noted. As the eye was already opened, the doctor removed the pt lens with hand tools. The whole surgery took about 115 minutes. The cornea is now swollen and the pt prognosis is unk.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4). (B)(4). (B)(4).